Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019; cmrm6122 envelope, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the skin in the area of the incision was not healing, with pus drainage and possible infection noted. The physician opted to explant the entire system before the patient became symptomatic. The physician commented that the pocket looked good with no signs of infection, and the issue seemed to be isolated to the incision area. The patient also reported infection. A replacement system was implanted a few days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the full lead was returned and analyzed no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.